Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to metallosis with elevated ion levels. The head and liner were revised. Rep reported that trunnionosis and wear were reported to him by the surgeon. Neither was reported as excessive.

Manufacturer narrative:
An event regarding wear, abnormal ion levels and altr involving a unknown accolade stem was reported. The mar performed on the returned metal head confirmed material transfer from a hip stem therefore confirming the wear of the stem. Abnormal ion levels and altr could not be confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as histopathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to metallosis with elevated ion levels. The head and liner were revised. Rep reported that trunnionosis and wear were reported to him by the surgeon. Neither was reported as excessive. Update 26 june, 2018: mar confirmed corrosion of the metal head and also confirmed wear (material transfer) of the unknown accolade stem. Eds showed the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, biological material, material transfer from a hip stem and oxide formation.